Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (primary UDI number). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 61-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). Two days after impella insertion, the device was successfully weaned. There was limb pain, but the patient was sedated. A few days after the device was removed, the patient experienced a below-the-knee amputation and bilateral thrombus. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 1.8l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation. Limb ischemia may be influenced by patient-specific factors such as the patient's peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, and vascular access characteristics.

Manufacturer narrative:
Thrombosis/ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Additional information: the following information was received: the device was discarded.